Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a door failure. A field service engineer replaced the door to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had door failure. The customer reported that malfunction occurred when the user tried to dispense medication to the patient, prompting them to use an alternative station to retrieve the medication. There were no adverse events or injuries reported based on this event.